Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Strip one shows the final reason why we quit using the new machines due to the confusion between maternal versus fetal heart rate. This is the patient that was sent by ambulance to the hospital and even after having normal nst there was still induced for delivery based on the nst strip done in our office on the new cooper machine. She had a c-section 36 6/7 weeks because she was breech. Strip two is another example of how the new machines are reading the maternal heart rate versus fetal heart rate. (B)(4).

Event description:
Strip one shows the final reason why we quit using the new machines due to the confusion between maternal versus fetal heart rate. This is the patient that was sent by ambulance to the hospital and even after having normal nst there was still induced for delivery based on the nst strip done in our office on the new cooper machine. She had a c-section 36 6/7 weeks because she was breech. Strip two is another example of how the new machines are reading the maternal heart rate versus fetal heart rate. 1216677-2022-00246 - ms9-108022 csi fetal monitor f9 (us) e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation review DHR x-inspect returned samples analysis and findings. (B)(4). Was the complaint confirmed? Yes. Distribution history the complaint product was purchased by csi from edan instruments inc. On 03-16-22 and sold on 04-22-22. Manufacturing record review. Manufacturing record review not applicable to this product. Incoming inspection review iqc record-22-03-18-016 was reviewed and no non-conformities related to the complaint condition were noted. Service history record. No service history record was found for this product. Historical complaint review. A review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt. The complaint product (ms9-108022, 1 pc) was returned. Visual evaluation. Visual examination of the complaint product revealed no physical damage. Functional evaluation . Complaint product was forwarded to the supplier for evaluation of the failure mode. Please see the supplier's full report in the attachment. Root cause. While no definitive root cause could be reliably determined, the potential cause may be the user making a wrong judgment (based on the supplier evaluation). Reason 1: the difference between fetal heart and abdominal aorta sounds is not noticed. Reason 2: the position of the fetal heart sought at the beginning of monitoring was not optimal; cause 3: during subsequent continuous monitoring, the signal source was not confirmed to be from the fetus. *correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time.

Event description:
Strip one shows the final reason why we quit using the new machines due to the confusion between maternal versus fetal heart rate. This is the patient that was sent by ambulance to the hospital and even after having normal nst there was still induced for delivery based on the nst strip done in our office on the new cooper machine. She had a c-section 36 6/7 weeks because she was breech. Strip two is another example of how the new machines are reading the maternal heart rate versus fetal heart rate. 1216677-2022-00246-2 - ms9-108022 csi fetal monitor f9 (us) - (B)(4).